Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. The customer reported that the malfunction occurred when user tried to retrieve medication to patient and there was a delay in dispensing medication to patient, which results user had to request medications from pharmacy or another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer reseated all the connections at the back of the drawer to resolve the issue. A field service engineer stated that there was a delay in dispensing in medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.